Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be specified what the foreign material was. It is unknown with the obtained information if the reprocessing has been implemented in line with the instruction for use (IFU). Therefore, the root cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 290 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf- 290 series reprocessing manual chapter 5 "reprocessing of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the elite colonovideoscope exhibited foreign objects inside the nozzle. There was no patient involvement.